Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting tones. The device was interrogated and showed a red error screen indicating the device was in safety mode. It was reported that the patient had just gotten a new oxygenor MRI. No adverse patient symptoms were reported.